Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. The battery compartment was found to be cracked. The display screen was dim and discolored. The cartridge compartment was also cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and cartridge compartment were cracked and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2017.